Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600+ mg/dl. The customer declined troubleshooting for the high blood glucose readings. Customer reported that the high blood glucose levels began when the pump would ask to rewind. The customer noted it would happen multiple times including overnight. The customer took a shot to treat the high blood sugar readings. The customer was locked in the rewind sequence. Assisted customer with exiting the rewind sequence by completing rewind/fill cannula process. Troubleshooting was performed. Performed the self-test to make sure the pump was performing like it should. Advised customer to monitor the issue and to call back if issue persists. The insulin pump will not be returned for analysis.